Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide states to check the waste fluid for the pressure of blood, if pink tinged terminate treatment and rinseback blood. Evaluation of the returned cartridge showed no evidence of blood leak or defects within the blood path components. Additionally, the remaining effluent in the returned cartridge appeared clear. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detector alarm occurred during a routine hemodialysis treatment. The operator noted the effluent was pink. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.